Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During the procedure, on the first inflation at 8 atmospheres for 3 seconds, the balloon ruptured. The device was removed without any problem and no damage was observed. The rupture was located in the middle part of the balloon in the shape of a pinhole. A different device was used to complete the procedure. No complications reported, and patient status was good.